Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04329. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with a&p repair, enterocele repair, extra peritoneal vaginal vault suspension and suprapubic catheter. It was reported that the patient underwent a retropubic approach to urethrolysis, ilioinguinal nerve blocks on (B)(6) 2009, due to urinary retention and history of retropubic suspension. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after mesh implantation the patient experienced pain, dyspareunia and infections. (B)(4). Dyspareunia.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse.this is one of two medwatches being submitted. See also medwatch 2210968-2012-04329. The same patient is represented in each medwatch.